Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vidas® hs troponin I. The customer reported a false overestimated result. On (B)(6) 2017, a man with chest pains provided a sample in the laboratory at 08:03 am (sample (B)(6)), the first result at 09:08 am in slot b1: 1865 rfv/749.6 ng/l. The result was communicated to the patient and the patient was sent to the emergency room. A second sample was evaluated at the emergency room at 10:15 am. The results of both patients samples were as follows: pvt 8:03 (b1): 150 rfv / 46.8 ng / l, pvt 10:15 (b2): 131 rfv / 40.2 ng / l. An internal biomérieux investigation will be initiated.